Event description:
The user facility reported that the blood leak alarm on the dialysis machine sounded during treatment, but no blood was visible in the dialysate (condition was confirmed with serum strips). The blood in the circuit was returned to the patient and the unit was changed out to another dialyzer. The user facility reported that there was no blood loss or other patient complications associated with this event. Additional event specific information was not available.